Event description:
The device was returned for sensor hardware failure (downstream air sensor). Device was attached to a bracket and powered on. No alarms or errors were observed. An infusion was run on the device and no alarms or errors occurred. The device was opened to inspect for internal damage. No internal damage was identified. Testing and calibration was run on the dsps, no failures were observed. The pump was run through the secondary channel at a rate of 1000 ml/hr for a total of 10 hours immediately followed by a rate of 14 ml/hr for an additional 6 hours through the primary channel and no problem arose. The customer reported issue could not be confirmed during evaluation.

Event description:
The following has been reported: biomed reported: "staff states pump "continuously shows an "air in line" alarm, when there is no air in the line." They tried new tubing, and the same tubing worked in another pump. We have a pump sn: (B)(6), staff states pump "continuously shows an "air in line" alarm, when there is no air in the line." They tried new tubing, and the same tubing worked in another pump. Brought it to our office, cleaned it, and ran test infusions. It did seem to have more "air in line" messages than normal but it may have been the cassette because I swapped it with another and it ran fine." Patient harm: no. A preliminary review identified the following issue: sensor hardware failure (downstream air sensor). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.